Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient received a high alert on her cgm device (no specific value was reported). No bg meter reading was taken at this time. The patient self-treated with insulin. After this, the patient reported her cgm values quickly dropped with an ¿unspecified low value¿. The patient self-treated with orange juice and attempted to eat some glucose tablets, but then the patient had as seizure and lost consciousness. The patient regained consciousness on her own after approximately one hour. She did not feel well and called emergency medical services (ems). Ems arrived and checked the patient¿s vital signs. No medication or treatment was provided to the patient by ems. There was no documentation of medical intervention. The patient also started to feel better by this time. After ems left, the patient¿s bg meter reading was 200 mg/dl while the cgm was reading 50 mg/dl. The patient felt ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient self-treated with insulin and later had a seizure and lost consciousness, there were no reported glucose values available to search within the parkes error grid calculator. After ems left, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.